Event description:
Device 2 of 3. Reference MFR report: 1627487-2015-15079, reference MFR report: 1627487-2015-15081.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2015-15079 . Reference MFR report: 1627487-2015-15081.

Manufacturer narrative:
Results: the report from the field of invalid impedance was confirmed. The returned extension had several broken wires in the header. These fractures would be consistent with an overstress condition the lead was subjected to while still in vivo. It was concluded that the damage and broken wires at the terminal end of the extension were consistent with having happened during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2015-15079, reference MFR report: 1627487-2015-15081.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.